Event description:
It was reported that customer experienced pump malfunction identified as malf 12 during previous night, and caller stated issue was not with customer or pump but still requested pump replacement. There was no reported impact to the customer¿s blood glucose level. No troubleshooting was performed, customer contact was declined, no additional information provided regarding outcome of event.